Event description:
It was reported that a patient underwent an abdominoplasty procedure on an unknown date and suture was used. The wound became infected and the surgeon plans to cleanse the wound with acetic acid in the or. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.